Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, 3 devices had an issue with firing of the clips and some of them loose and fell on the surgical table, the three was discarded by the customer. The surgeon used other device to resolve the issue in order to complete the case. There was no patient injury.